Manufacturer narrative:
The t:slim pump user guide recommends to perform regular checks on the pump and infusion set for any stances of loose luer-lock connections or leaks; leaks around the infusion site can result in under-infusion. In addition, the user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported that drops of insulin were not seen at the end of the tubing during fill tubing. During troubleshooting with tandem technical support, insulin was found leaking at the luer lock. Reportedly, customer had not tightened the luer lock securely prior to filling tubing. The customer ended the call before it could be determined that drops were seen at the end of the tubing. The customer¿s blood glucose level was impacted.